Event description:
Clinical trial. It was reported that during a clinical trial drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was a de novo lesion with 80% stenosis in the mid lad. The lesion was 2.5mm wide, and 15 mm long. The vessel was mildly tortuous. The physician predilated the lesion with a 2.0 x 20.0 mm bora hexacath balloon. After predilation, a 2.75 x 20.0 mm taxus stent was deployed. The physician noted mild resistance during withdrawal. No extra measures were needed to remove the balloon. It was reported that during the withdrawal process, deep intubation of the guide catheter into the left main occured. No complication resulted from this. It was reported that the patient experienced stable angina right before discharge. However, the patient was discharge one day after the index procedure receiving aspirin and plavix. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therfore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.